Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and reduced cardiopulmonary reserve. In addition, there is an allegation of respiratory tract irritation. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging asthma (new or worsening) and reduced cardiopulmonary reserve. In addition, there is an allegation of respiratory tract irritation. No other clinical information or medical interventions were reported. The device was returned to a third-party service center. The technician confirmed no particles in the air path during the device evaluation. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was scrapped. Box e: reporting institution name has been updated. Box g: report source - other has been updated. Box h6 has been updated.